Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken main tube approximately 47.53mm from the distal tip. A piece measuring proximately 1.18mm was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis is dislodged as a result of the break. The probable root cause of the broken main tube and detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the prograsp forceps instrument mechanics at the end of the endowrist, where the grey part comes in contact the forceps, was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: he had no further information to provide to isi.